Manufacturer narrative:
Explanation for device evaluated by MFR: cartridges used by the consumer were not sent back for evaluation, therefore, the devices could not be evaluated. The customer provided information regarding the suspected false positive tests and a member of the technical support group was able to perform data analysis. The complaint history was reviewed and there were six previous similar complaints against involved lot. The lot history record (lhr) was reviewed for the lot number in the complaint, and it passed release specifications. A technical support representative reviewed customer data and performed data analysis. All data values were normal and met acceptable criteria.

Event description:
Customer reported suspected false positives across 2 individuals when testing with the cue covid-19 test for home and over the counter (otc) use. This MDR is to document the false positive result for individual 1. Please see case-(B)(4) for individual 2. Customer reported individual 1 received a false positive result on (B)(6) 2022 when testing with the cue covid-19 test for home and over the counter (otc) use (cartridge sn (B)(4), lot 24030e, reader sn (B)(4). On (B)(6) 20222, individual tested negative with two binaxnow antigen tests and a pcr nasal swab performed at the mayo clinic emergency department. On (B)(6) 2022, individual tested negative with the binaxnow antigen test. Individual 1 had mild symptoms and was fully vaccinated with complete boosters. There was no direct exposure or notification from any contact tracing, however, individual had recently been abroad in italy within the last 14 days.